Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-07105, 0001825034-2018-07108, 0001825034-2018-07109, 0001825034-2018-07114. Concomitant medical products: 51-107140 femoral stem, lot unk; 650-1057 cer bioloxd option hd 36mm, lot unk; unk part/lot, cup, liner; 650-1065, ceramic sleeve, lot unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had kenalog injection under fluoro. No further information is available.